Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unknown whether the mesh caused or contributed to the reported event. The pt alleges he developed a recurrence, which is a known adverse event listed in the IFU. It is also reported that the device had "come undone". The pt is reported as requiring surgery to address recurrence sometime in the future. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. If additional info is provided a supplemental report will be submitted however, with the currently available info, no conclusion can be drawn.

Event description:
The following was reported by the pt's wife: (B)(6) 2005 - the pt was implanted with the perfix plug for repair of a right inguinal hernia. Ni/ni/2011 - the pt began having pain. (B)(6) 2012 - pt had an ultrasound and spoke with surgeon. The pt is scheduled for a surgery to repair a recurrent right inguinal hernia. The pt's wife reported the surgeon thinks that the mesh has "come undone" and is touching the nerves. The pain is described as sharp/pin prick type pain. The pain goes down the pt's leg.